Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the handle, cannula, and c-ring. The c-ring was observed to be intact. There were no visual defects observed. A mechanical evaluation was conducted. The c-ring metal and plastic wires were found to be functional and fully retracted without resistance or difficulty. The c-ring was not transected. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hemopro 2 c-ring was not retracting back into the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hemopro 2 c-ring was not retracting back into the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.